Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that they experienced a low blood glucose of 40 mg/dl at the time of the incident. The customer treated with food. The customer alleged the insulin pump was over delivering because they had a blood glucose of 582 mg/dl, took insulin with the insulin pump, and their blood glucose dropped to 80 mg/dl without taking the bolus for the carbohydrates. The customer stated that they think it has something to do with the retainer ring, but did not report any damage or issue to the insulin pump's reservoir retainer ring. Troubleshooting was completed and it was found the insulin pump had been exposed to x-rays. The displacement test was performed and passed. The customer also reported a high blood glucose of 600 mg/dl. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or device seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly.